Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04926. It was reported that during perm implant procedure on (B)(6) 2019, patient experienced lowering of o2 saturation and could not receive additional anesthesia, when physician was implanting the 2nd lead. The physician explanted the 1st lead and procedure was abandoned. Patient is stable post- procedure.